Event description:
It was reported that patient experienced infusion set leakage at infusion site on 27 feb 2026. No further information available.

Manufacturer narrative:
Initial 1 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.